Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pulse generator was "evented" due to signs of possible infection. Additional information received indicates that the device was not infected, the pocket was clean and there was no puss noted. Antibiotics were given and the device remains implanted. No other allegation was confirmed. No adverse patient effects were reported. Additional information received indicated that the system was explanted due to infection. There were no additional adverse effects reported.